Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Consumer contacted via e-mail and stated that every tampon she took out came completely apart. No injury was reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Consumer contacted via e-mail and stated that every tampon she took out came completely apart. No injury was reported.

Manufacturer narrative:
10-sep-2020 product investigation results: the product investigation has confirmed that the suspect product involved is tampax compak tampon and is not marketed in the USA.

Event description:
Consumer contacted via e-mail and stated that every tampon she took out came completely apart. No injury was reported.